Event description:
It was reported that the patient underwent a surgical procedure to treat stress urinary incontinence and cystocele on (B)(6) 2009 and mesh was implanted. The patient experienced pain, bladder problems, dyspareunia, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4): the patient underwent mesh implantation concurrently with sacral colpopexy, lysis of adhesions, peritoneal biopsy, and cystoscopy due to urinary frequency and stress urinary incontinence. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-04311. The same patient is represented in each medwatch.

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2012. Patient (B)(4) - dyspareunia. (B)(4) - bladder dysfunction. (B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Date sent to the FDA: 04/15/2016. Corrected information: common device name. It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted. It was reported that the patient underwent transanal excision of anterior wall rectal mesh on (B)(6) 2015. No additional information has been provided.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced fecal incontinence. It was reported that the patient underwent mesh revision due to mesh erosion and rectal incontinence on (B)(6) 2015 and (B)(6) 2015 by dr. (B)(6).

Event description:
It was reported that following insertion the patient experienced fecal incontinence. It was reported that the patient underwent mesh revision due to mesh erosion and rectal incontinence on (B)(6) 2015 and (B)(6) 2015 by dr. (B)(6).

Manufacturer narrative:
(B)(4). Additional narrative: the patient underwent mesh implantation in order to treat stress urinary incontinence and vaginal vault prolapse. The patient underwent the concurrent procedures of a laparoscopic sacral colpopexy, lysis of adhesions, peritoneal biopsy, and cystoscopy during mesh implantation. No additional information was provided. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012- 04311. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). Additional narrative: it was reported that patient experienced pain, neuromuscular problems, infections and mesh erosions post operatively. (B)(4).